Event description:
Additional information was received from the consumer that had indicated the patient had notified their healthcare professional about the tremors in the elbow and they had an appointment scheduled for (B)(6) 2015. The steps taken to resolve the tremor in the elbow were setting the transmitter on 9.2; the patient was still having tremors when eating. The healthcare professional planned to revise the lead on (B)(6) 2015.

Event description:
Additional information received reported a lead revision was performed due to the lead being 10mm off. After the revision, everything seemed to be working fine and impedances looked good. The patient was getting good efficacy at 1.5v. They kept the implantable neurostimulator (ins) the same.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0jvs2, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0jvs2, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported that stimulation had "stopped the tremor out of the patient's hands, but the patient's elbow still had tremors." There were tremors in the patient's elbow when he went to take a drink or eat. They had tried all different and at the time of this report the patient was at 6.8v but it still was not helping. The patient had the ability to go up to 7.0v but said it still was not helping. The patient had had this problem of tremors in his elbow since his mid-twenties so it was not a new issue; patient was implanted on (B)(6) 2015. There was a loss of stimulation and no therapeutic relief in the elbow. Patient programmer showed stimulation on. Impedance measurements were taken and were fine; group impedance was 1243 ohms. The patient gets efficacy on programming but then loses it a couple of days later and when the patient gets efficacy he had about a 60% reduction. A computerized tomography (CT) scan was ordered by the healthcare professional and it had shown the lead was about a centimeter off from the initial implant location. The healthcare professional had requested a general mapping to get efficacy. The patient got efficacy at the following settings: 8 volts; c+1-, 120pw, 135hz, 1243 ohms. Interleaving was tried and had gotten efficacy but a few days later lost it. A lead revision was likely and it was noted that the battery would deplete quickly at the current settings so they may use a rechargeable next time. A longevity calculation was done and with use for 24 hours a day elective replacement indicator (eri) would be 9.19 and end of service (eos) would be 12.19 months; 16 hours a day eri would be 14.23 and eos would be 17.23 months.